Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 43 (an error in the motor was detected, by reading unexpected value from hall sensor), pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke. And then continually measured periodically, during the entire motor driving period), pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify, which command it was), pump error 82 (the hrm task did not grant motor power in reasonable time). The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported, receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated, that replacement was required. No harm requiring medical intervention was reported. Mmt-1884 was requested. And customer will discontinue to use the insulin pump. Customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0871 inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. No pump error 41, pump error 43, pump error 81 and pump error 82 found in the history files or traces. Pump was cut open to perform visual inspection and found no moisture damage to the pcba 1, pcba 2 force sensor and motor home switch. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Pump error 41, pump error 43, pump error 81 and pump error 82 were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.